Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having to stop the aligner plan because of medical issues that caused tooth 24 to shift too far forward requiring emergency oral surgery per dentist last year for a gum and bone graft to teeth 23-26 to prevent losing tooth #24. Otherwise, wore the aligners as planned prior to the surgery. After surgery had to shave down the bottom aligner but it doesn't fit properly. Even though the patient noted not being able to continue the byte treatment, the patient would like to order a retainer to fit the current progression. Per the patient, current upper aligner #12 and lower aligners #7. Dental history includes orthodontic braces.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.